Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis outcome: as received the pump reservoir was empty and left running in simple continuous infusion mode, see ip. Pump logs gathered and motor stall and recovery noted. Dispense testing passed. Destructive analysis performed with no anomalies found. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# j0187431r, implanted: (B)(6) 2002, product type: accessory. Product ID: 8709, lot# j11004r39, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving gablofen 2 000.0mcg/ml (dose 891.5mcg/day), via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. A possible pocket fill was reported; the issue was identified because it was believed that the patient had inadequate spasticity relief. Another clinician suspected a pocket fill because of inadequate spasticity relief vs. Pump nearing end of life. The pump was replaced due to estimated elective replacement indicator (eri) being at 7 months and no fluid was able to be aspirated from the pump despite 3 attempts by the scrub technician even though the interrogation/8840 showed there should be approximately 31ml in the pump. At the time of this report it was unknown as to whether the issue was resolved. Additional information regarding the outcome has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.